Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to field: d4: (the UDI was listed as unknown on the initial medwatch, this field should have been blank). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. Based on the results of the investigation, it is likely, the following led to the malfunction: it is surmised, that the phenomenon occurred, because the video connector terminal pins were bent. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited interference in the image due to a defective video connector. There were no reports of patient involvement.